Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level of customer was 28mmol/l. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer had experienced any symptom related to high blood glucose event. Customer treated with bolus infusion for high blood glucose level. The hotline has reminded customer to frequently measure blood glucose. The high-pressure sensitivity test was triggered by 3.8 without infusion, because the alarm could not be sent to remind the customer in time, resulting in high blood glucose level. The insulin pump will be returned for analysis.